Event description:
Acute gangrenous appendicitis with localized peritonitis. Dr. Was performing a laparoscopic appy and during the procedure the visiport plus 5-12mm device would not cut tissue. No documented harm. Device returned to manufacturer via rep.